Event description:
Patient's medical doctor (md) sent an email to dexcom sales department to report the rash.

Manufacturer narrative:
Dexcom technical support contacted patient and spoke with his wife (B)(6). She says they called md for advice. Sites leave rash and blisters. Per wife dexcom rep recommended a barrier tape to put under the patch. Purchased tegaderm. Rash is in the shape of the patch and it spreads. Md provided a prescription antibiotic. Wife is treating the rash with a antibiotic cream. Wife does not know if there are any permanent marks since they are newer users. Glue makes a blister that's raised with blood inside. Every patch does this. Currently patient is ok, sites are a little sore and itchy.